Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
Other applicable components are: product ID: 37744 (B)(4), product type: programmer, patient, product ID: 3777-45, (B)(4), implanted: (B)(6) 2012, product type: lead, product ID: 37754, product type: recharger, product ID: 3777-45, (B)(4), implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that their trial worked really well and that since their implant he and his doctor had ¿tried so many different settings, programming and things and in the beginning the coverage in their left knee was good for the first two years, but now it was not as good. They stated that they had tried so many different things and that they only feel stimulation on like half the area on their kneecap. The patient stated that their ¿knee pain stopped being helped as well,¿ a couple of years ago but couldn¿t remember which year it started exactly. The patient stated that their doctor had talked about putting another lead in to help with it and put a third lead in to try to target the nerve in their knee, but they stated that required surgery. No further complications were reported/anticipated.

Event description:
It was reported that the patient was in for reprogramming to get better coverage area with adaptive stimulation settings. The added a new program and it was getting better coverage area, as it had been not been as good and they were trying to avoid another surgery of adding more leads to the patient¿s back. The problems with the coverage area stared on (B)(6) 2013. The patient could not get it to do adaptive stimulation even though it showed on the patient programmer screen that adaptive stimulation was enabled. The patient had to manually make adjustments, and on the setting he was on was way too strong when he was lying down and felt like he was being electrocuted so he manually lowered it. Their newest program works best in coverage but not adaptive stimulation. Previously he had to set up to increase when he was up walking and go into a calm mode when he was lying on his back. It was noted that even though the patient had seen adaptive stimulation symbol on the screen it did not feel like adaptive stimulation was working on his new program. Just lately the coverage area was getting terrible and was not like how it was from day one. The patient was reprogrammed to get better coverage of the left knee because that¿s where his chief complaint was, when he gets burning and stabbing and redness and the rsd gets all flared out. It was noted that they had been programmed extensively from day one. It was noted that the less than a year ago he had x-rays taken and the leads were in perfect position and nothing moved. The last appointment with their physician was on (B)(6) and his next one was not until (B)(6). It was noted that they had other things going on with his knee that were not spinal cord stimulator (scs) related. On (B)(6) additional information was received indicating that the patient came in ¿pretty much¿ every month and requested a reprogramming when he was seeing the doctor for follow visit. The patient had coverage and pain relief he just wanted to keep trying to ¿hone in on the knee¿ better. It was noted that the patient was happy overall with his stimulation but since. It was noted that the patient was doing well.